Event description:
Six patient samples initially generating low folate results that were higher when repeated on another analyzer - different methodology. Sample 1, initial result gave 7.7 ng/ml; repeat gave 13.9 ng/ml. Sample 2, initial result gave 7.53 ng/ml; repeat gave 16 ng/ml. Sample 3, initial result gave 8.8 ng/ml; repeat gave 14.5 ng/ml. Sample 4, initial result gave 12.13 ng/ml; repeat gave 23.9 ng/ml. Sample 5, initial result gave 7.6 ng/ml; repeat gave 13.9 ng/ml. Sample 6, initial result gave 16.9 ng/ml; repeat gave 29.3 ng/ml. No erroneous results reported. The field service rep was unable to determine a root cause. Performance tests were performed and within specification.